Manufacturer narrative:
Report confirmed. Evaluation confirmed that the footed portion was damaged by tool contact. The returned tool was evaluated and met specification. The motor that was used was not identified and was not returned. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. The af02 has been in use for 84 months without any record of factory service.

Event description:
It was reported that a tool cut through the foot of an attachment during a procedure. There was no patient impact or any additional actions taken as a result.